Event description:
It was reported that the instruments broke during implantation and both pieces were recovered.

Manufacturer narrative:
Evaluation summary: for lot # 60680860, the sem analysis suggests the failure is due to repeated loading; however, it is unk what loads caused the initial failure. For lot # 60411930, sem analysis showed mixed modes of fracture, including cleavage, intergranular, and dimple fracture mechanisms. The micrographs show a very clean fracture surface, which is consistent with overloading. However, the torque applied to the instrument at the time of the fracture is unk. As returned, lot # 60411930 was observed to have a fractured flex hook tip. The device was in service for approx 4.5 years; however, the actual usage of the instrument is unk. Lot # 60680860 was observed to have a fractured flex hook tip. The device was in service for approx 3 years and 2 months; however, the actual usage of this instrument is unk.